Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had severely tortuous anatomy with no calcification. The physician had difficulties advancing the stent graft to the intending landing zone. The physician requested a stiff guidewire; however the account did not have any inventory. The pt was sent for open surgical repair. The pt has been discharged from the hosp. No additional sequelae were reported and the pt is fine. The stent graft will not be returned to medtronic.